Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the distal tip of the penumbra system 4max reperfusion catheter (4max) was kinked upon removal from its dispenser hoop. The kinked 4max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 4max.

Manufacturer narrative:
Please note that PMA/510(k)# has been updated to reflect the most current 510(k) # for the device at the time of the reported complaint. Results: the penumbra system 4max reperfusion catheter (4max) was kinked approximately 40.0 cm from the hub. There was no visible damage to the distal tip of the 4max. Conclusions: evaluation of the returned device revealed that the 4max was kinked. This type of damage typically occurs due to improper handling during preparation. If the device is forcefully handled during removal from the packaging hoop or preparation for use, damage such as this may occur. There was no visible damage to the distal tip of the 4max. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.